Manufacturer narrative:
(B)(4).method/results/conclusion: generator still in use and facility not returning for investigation. (B)(4).

Event description:
Doctor reported that the aquamantys 6.0 device has caused extra tightness in tka cases and tightness is affecting patients' recovery process. Doctor reports tka patients are not able to get their full extension back after surgery, specifically, patients are able to flex well but not fully extend. Potential tightness due to tissue scarring in the capsule. Doctor has changed technique with use of device and previously may have been putting the knee implants in too tight so he tried putting them in loose but did not resolve the issue (which is a possible contributing factor). To resolve the issue with some patients, the doctor has had to surgically manipulate the knee to be able to get the full extension back. Patient specifics unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.